Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. · the amplification curve for the sars-cov-2 target (fam dye) shows an abnormal/decaying type of abnormal curve. The reference dye fluorescence decreases at a decreasing rate as cycle number increases, resulting in a very low/near zero final fluorescence for the decaying curve. While the runs were valid and met assay specification requirements, positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. Therefore, no product deficiency was identified. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 515949 (and the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 515949 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaints for lot 515949 (and the components). Complaint history review: a lot specific complaint history review was performed to identify complaints related to the tickets investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 515949. Additionally, in the customer data review it was determined that these discrepant results showed abnormal/decaying curves. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 515949 was not identified.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A sample initially tested positive on an alinity m instrument. Since the response was strong, the customer used it for proficiency testing. When tested on roche, it generated negative results. When tested using an l452r mutation test it also generated negative results. The sample was then tested on the alinity m instrument and generated negative results. The customer is not aware of any adverse impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted.